Event description:
Alcl case report: a (B)(6) otherwise healthy white female who underwent uncomplicated bilateral breast augmentation with mcghan style 468 saline-filled breast implants on (B)(6) 2002. She did very well until (B)(6) 2015 when she noted intermittent swelling of her left breast with no change in her right breast. She denies any other symptoms other than mild pressure sensation in the left breast. Mammogram and ultrasound of the left breast ordered by her pcp on (B)(6) 2015 confirmed peri-prosthetic seroma without any abnormal breast tissue findings. The swelling became more persistent and she was seen in the office for eval, and was taken expediently to the operating room for seroma aspiration, cultures, and capsule biopsy, which confirmed alcl. Cultures were negative. One week later, she underwent bilateral complete capsulectomy and bilateral implant removal without replacement.